Event description:
It was reported that tubing rupture occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "device burst. The incident was identified during a contrast tomography exam. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood to the skin or to the mucous."

Manufacturer narrative:
Investigation: a physical sample was not available for investigation but bd was provided with two photos of the defect for evaluation. A review of the device history record was performed for the reported lot, 7349564, and no related quality issues were found during production. Our quality engineer reviewed the provided photos and determined that there was a slit/cut in the extension tubing. Based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without the physical sample available for investigation a definitive root cause for the observed damage could not be determined.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubing rupture occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "device burst. The incident was identified during a contrast tomography exam. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood to the skin or to the mucous."